Event description:
It was reported that high impedances (over 10000) on contact 15 occurred postoperative. Patient status at time of this report was alive with no injury or adverse event. Patient had no symptoms or injuries related to this event. The device was reprogrammed as a result of the event. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 355531, lot# n344433, implanted: (B)(6) 2012, product type screening device; product ID 3550-39, lot# n297821, implanted: (B)(6) 2012, product type accessory. (B)(4).